Manufacturer narrative:
A ge rep performed an on site investigation. The work station boards and connectors were reseated. The system was found to be operating as intended.

Event description:
The customer reported the system failed to boot up. No report of injury.